Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call a low blood glucose reading of 30 mg/dl. He treated with juice. He stated that the bolus history numbers did not add up. He was unable to troubleshoot at that time. The insulin pump was not replaced or returned for analysis.